Event description:
While preparing instruments for the procedure, it was discovered that the implantable pulse generator (ipg) package was not sterile. Upon inspection, the inner sterile packaging was already open, indicating it was not sterile. The representative had initially noticed that the product was nearing its expiration date. During verification, only the outer packaging was opened. Upon doing so, it was observed that the inner packaging had already been opened. The representative did not use, handle, or open any contents inside the sterile field. The device was immediately set aside upon identification of the issue.